Event description:
It was reported an external leak was observed originating from the effluent bag of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, an open tear along the edge of the drain bag sealing was observed. The reported fluid leakage was not shown in the photo. The drain bag is provided by an external baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage was determined to be supplier related. Should additional relevant information become available, a supplemental report will be submitted.